Manufacturer narrative:
(B)(4). Feedback from sales representative: there was no other intervention in terms of other devices or personnel introduced. The inserting clinician worked with the device until entire assembly could be removed. The customer did not verbally describe any significant injury to extremity, however , did state they believed there was a dissection as the insertion area had significant swelling. It is reported that no discoloration or loss of feeling noted.

Event description:
Customer inserted ra-04220 successfully in radial artery without resistance. Inserter deployed guidewire, and threaded catheter into artery. Upon attempting to remove guidewire and device assembly, clinician encountered significant resistance and could not remove. Guidewire, etc would not freely remove. After about five minutes, he was able to get device out. Catheter was also removed. Significant swelling around the insertion site was noted, and another catheter was attempted about 5 cm above insertion site where issue arose. When that cannulation did not have blood return, clinical team suspected prior insertion and issue had caused arterial dissection. Patient status is fine, another brachial line was placed in opposite arm.

Manufacturer narrative:
Qn#(B)(4). The customer returned one radial arterial catheterization device for evaluation. The device contained obvious signs of use in the form of biological material. The catheter was not returned for evaluation. Visual examination of the device revealed the guide wire was advanced through the flashback window rather than the distal tip (as intended). The guide wire was kinked around the needle and contained offset coils. No damage was observed to the needle. The returned guide wire contained kinks, bends, and offset coils from 0-25 mm from the distal tip. The total length of the guide wire measured to be 117 mm which is within specifications of 113-117 mm per product drawing. The outer diameter of the guide wire measured to be 0.452 mm which is within specifications of 0.432-0.457 mm per product drawing. The inner diameter of the distal tip of the needle cannula measured to be 0.023" which is within specifications of 0.0226-0.0240" per product drawing. The guide wire was unable to advance or retract in the needle cannula. This is likely due to the guide wire exiting the flashback window. Dried blood was observed within the needle cannula; however, it was confirmed that there are no blockages between the flashback window and the distal tip of the needle cannula. This device is shipped with a catheter over the needle cannula. The catheter is advanced off of the needle into the patient vessel during use. Prior to use, the catheter body covers the needle flashback window (where the guide wire was observed to be exiting) which indicates the guide wire exited the flashback window after the catheter had been advanced off the needle. A manual tug test confirmed the distal weld of the guide wire was fully intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." The IFU also cautions the user, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture.". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked and contained offset coils, which also prevented the wire from advancing or retracting into the needle. The distal tip of the guide wire also exited the flashback window rather than the intended distal tip. However, the customer stated that a puncture was performed and guide wire was advanced with no issues; therefore, this damage likely occurred during or after catheter advancement. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer inserted ra-04220 successfully in radial artery without resistance. Inserter deployed guidewire, and threaded catheter into artery. Upon attempting to remove guidewire and device assembly, clinician encountered significant resistance and could not remove. Guidewire, etc would not freely remove. After about five minutes, he was able to get device out. Catheter was also removed. Significant swelling around the insertion site was noted, and another catheter was attempted about 5 cm above insertion site where issue arose. When that cannulation did not have blood return, clinical team suspected prior insertion and issue had caused arterial dissection. Patient status is fine, another brachial line was placed in opposite arm.